Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-10192. The patient received the scs system on (B)(6) 2011 consisting of 2 leads (from different lots). It was reported the patient is currently without stimulation. The amplitude is stopping at perception on all programs. Surgical intervention will be undertaken to resolve the issue; however a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.